Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. Per the data logs, the oxygen (o2) sensor had an 'out of range' error. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed calibration. As mitigation, the local controls were used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.